Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test. The last pt to use this electrode did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hi-pot test. The cause for the test failure was isolated to a short in the white pulse wire in the distribution node )dn). The cause for the short was loose shrink tubing on the solder joint connection the pulse wire from the trunk cable to the front therapy electrode cable. The root cause for the loose shrink tubing was unable to be positively identified. No adverse event resulted form the shortened wire. The last pt to use this electrode belt did not report any deficiencies.